Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The reported symptom 'unknown system error' was confirmed during the event history log review but not reproduced during evaluation. Evaluation observed system error 341 in the history log. Evaluation performed a visual inspection of the magnet on the cam shaft assembly and verified the magnet was not dislodged. Visual inspection also confirmed all upper auxiliary connections were properly installed. Evaluation ran a loaded set at the delivery rates recorded in the history log during which the system error 341 had occurred with no discrepancies. No correction is required in relation to the reported symptom. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The reported symptom 'unknown system error' was confirmed during the event history log review but not reproduced during evaluation. Evaluation observed system error 504 in the history log. No correction is required in relation to the reported symptom. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an unknown system error. There was no patient injury or medical intervention associated with this event. No additional information is available.